Event description:
Diagnosed with a vaginal yeast infection after the use of u by kotex sleek tampons. Regular absorbency unscented, 18 count (upc/sku: (B)(4)). My boxes were identified as being effected by the recall that was issued by kimberly clark.